Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. The physician was having a difficulty in advancing and pulling back the faradrive steerable sheath clear while in the patient's groin. The physician wiped the faradrive steerable sheath clear. The physician felt it took more force to move the faradrive steerable sheath clear through the vein for the procedure. No mechanical issues or damage to the faradrive steerable sheath clear were noted. The patient was relatively thin and had a thick septum. The procedure was completed successfully by using original faradrive steerable sheath clear. No patient complications have been reported. The product is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.